Event description:
A peritoneal dialysis pt's husband stated his wife was hospitalized for sepsis. The pt went into the hospital from (B)(6) 2014. No further info was provided.

Manufacturer narrative:
Related MDR 8030665-2014-00145. A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info, a MDR will be filed against the cycler while undergoing review by post market clinical department and mfg plant.